Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a cough assist screen got burnt. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a coughassist e70 device screen got burnt. There was no harm or injury reported. The coughassist e70 was returned to service center. During the evaluation of the device at the service center, the device was inspected and the reported issue was not confirmed. Since adhesion of white powder to front enclosure was confirmed, it was removed by cleaning. Life related smell was confirmed; pollen filter was replaced. It was confirmed that the issues were resolved by replacing the parts above. Additionally, the unit was checked overall, cleaned and functionally tested. In this report, box g, h has been updated/corrected.